Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the device failed to cross the proximal lesion due to calcification. Thus, the device was replaced with a non bsc balloon catheter and pre dilatation was performed. After pre-dilating the lesion, the complaint device was reinserted. The device was then able to cross the lesion and dilatation was performed; however, the balloon ruptured at 6 atm on the first inflation. The device was removed from the patient completely and the procedure was completed with a different device. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 4 mm proximal to the proximal end of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Visual and tactile examination found that the hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the device failed to cross the proximal lesion due to calcification. Thus, the device was replaced with a non bsc balloon catheter and pre dilatation was performed. After pre-dilating the lesion, the complaint device was reinserted. The device was then able to cross the lesion and dilatation was performed; however, the balloon ruptured at 6 atm on the first inflation. The device was removed from the patient completely and the procedure was completed with a different device. No patient complications reported and the patient's condition was good.